Event description:
It has been reported to philips that system failed to boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and identified a problem with the usd card. After the usd card was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Upon functional testing, fse found the general power distribution unit (gpdu) usd card was defective. The fse replaced the usd card and configured it. After the usd card replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.